Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review performed on the monitor did not reveal any manufacturing or servicing related issues. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported upon boot up the monitor started to smoke. They shut down and discontinued using the device. They had another device so they could proceed with the next case. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported upon boot up the monitor started to smoke. They shut down and discontinued using the device. They had another device so they could proceed with the next case. The reported defect was detected prior to use (in a clinical setting). There was no patient involvement.